Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager was failed. The field service engineer (fse) mentioned that no failures with remote manager in application. The fse powered off the system, replaced the latch, and realigned the door hasp to resolve the issue. The fse then went to hardware test application and completed the final test. The station was rebooted, after which the customer successfully accessed the door. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure message indicating that maintenance was required appeared when attempting to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.